Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv2982 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv2982) have been reported from the same facility in (B)(6). Device has not yet been returned for evaluation.

Event description:
It was reported that the extension tubing hub of the huber port access needle is cracking and leaking chemotherapy. No injury to patient. It was stated two from this batch have done this. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to poor sample condition. Twenty-five sealed 20 ga x 0.5 in huber plus infusion sets were returned for investigation. The packaging information showed lot: recv2982. The samples were opened and functionally tested. An iso complaint taper gauge was used on the luer hubs and were found to be within specification. The infusion sets were then flushed and pressurized with water using a 12 ml syringe and no leaks or damage was observed. Since no apparent issues were observed on the returned lot samples, the complaint is inconclusive. A lot history review (lhr) of recv2982 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv2982) have been reported from the same facility in (B)(6).

Event description:
It was reported that the extension tubing hub of the huber port access needle is cracking and leaking chemotherapy. No injury to patient. It was stated two from this batch have done this. This report addresses the second device.